Event description:
It was reported by the patient that she was implanted with an ams intepro-h-llp y-sling utilizing a davinci robot to treat her pelvic organ prolapse, rectocele, and cystocele in 2010. The patient relates she has suffered pain, multiple surgeries, mesh erosion, mesh adhering to her bladder and bowel causing leaks and bowel obstructions that were life threatening. She has undergone several surgeries to cut away the apex of her vagina in order to remove pieces of the mesh protruding from her vagina. It is alleged she can not have sexual intercourse. She continues to be seen every few weeks to get protruding mesh clipped. She continues to regularly suffer fecal and urinary incontinence. She relates to being rushed to the emergency room due to hemorrhaging and undergoing emergency surgery. It is alleged she has suffered painful, distended abdomen and was found to have bowel fluids leaking into her abdomen.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.